Event description:
The customer stated the rubella calibration failed with error code 1048: calibration check failure, cal a/b ratio too high, on the axsym analyzer. The abbott customer technical advocate (cta) instructed the customer to check the dispensers 1 and 3, check the meia lamp, check the probe, decontaminate the tubings and then recalibrate. The customer performed the recommended maintenance without resolution. The cta then instructed the customer to clean the meia optics and calibrate the meia and recalibrate rubella. The calibration failed again with the same error code. The customer then centrifuged the calibrator and performed another calibration which resulted in an acceptable calibration. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.